Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1: brand name, d3: device manufacturer name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'upstream occlusion' was not reproduced. A review of the event history log (ehl) revealed occurrences of 'upstream occlusion' messages. The reported condition was verified. The cause of the condition was determined to be upstream/ultrasonic sensor values out of specifications. The ultrasonic sensor will be calibrated to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.